Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer through phone to recover the failed storage space caused by a medication jam. The customer then successfully cleared all debris, restoring normal drawer operation. It was confirmed that onsite assistance was no longer required, and the system was functioning properly. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed and would not open, preventing recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.